Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report#1627487-2016-08396, reference MFR report#1627487-2016-04293, reference MFR report#1627487-2016-04294. X-ray analysis revealed broken wires in the extension headers. Note: device 3 and 4 added for the extensions.

Event description:
The patient has two scs systems (cervical and thoracic) it was reported stimulation is ineffective on the right cervical lead. Reportedly, x-rays were ordered and a neurosurgeon consult is scheduled to address the issue. Follow-up identified x-ray results did not show a lead migration. An additional reprogramming session was scheduled. However, surgical intervention may be undertaken as the next course of action.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08396. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the entire cervical system was explanted and replaced. Reportedly, x-rays revealed one of the patient's leads had become malposition and flipped thus no longer provided adequate stimulation. Effective therapy was achieved postoperatively. The issue is resolved. Note: a new report was added for the additional lead (device 2 )

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08396.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.